Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rtc/internal clock comparison error (a20) and watchdog timeout (a13). Customer's blood glucose at time of incident was 190 mg/dl. After the troubleshooting was done, customer was advised that pump will be replaced.

Manufacturer narrative:
The insulin pump alarmed during rewind, the problem was isolated to the interface board; unable to confirm a13 alarm and unable to perform any test due to a20 alarm. The insulin pump was received with cracked reservoir tube lip noted.